Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having acdf due to unknown indication. It was reported that distractor broke off at the weld seam during use. There was no symptom reported. Product came in patient contact. There were no further complications reported regarding the event.